Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the internal battery. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. The device was sent to a third party service center for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.